Event description:
Procedure type: inguinal hernia repair. According to the reporter: the surgeon claimed the balloon was already torn when he open the spacemaker, a new unit was used.

Manufacturer narrative:
(B)(4).